Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were not able to get their stimulator to charge for the last couple of weeks. The patient stated last night the ins was at 20% and the last two times they did charge, it only got up to 70% and they were worried that the ins was going to die now. Patient services walked the patient through starting a charging session and the patient kept getting 1707 service codes with an orange light and the recharger kept making a descending tone and patient was also getting "recharger is inactive" messages. Patient said they could feel the electrical sensation that they'd always feel anytime they charged since they first started charging the ins at the start of their charging sessions only now it wasn't staying connected to charge the ins. Patient further clarified the sensations and clarified it was only at the beginning of their charging sessions and that after they got charging it was would stop and noted that it felt like it was coming from the recharger making contact with the implant site on their right side in the hip/buttocks area. Patient confirmed they always charged over a thin layer of clothing. Patient said the 1707 service codes/recharger is inactive screens had been happening repeatedly in the last couple weeks. Patient services asked the patient if they'd had any falls or traumas that could have led to the issue and the patient stated no, that they didn't think the implant had moved or flipped and they could feel the ins under the skin but noted that one of the edges of the implant felt deeper than the other. Patient services asked the patient to position the recharger over the part of the ins that was closest to the surface of the skin however the patient was still unable to start a charging session for long before getting the 1707 service code and recharger inactive screen. Patient services reviewed electromagnetic interference considerations with the patient. Patient said there was a computer in the room but it was off. Patient denied being near any metal. Patient services asked the patient if they could move to a different room to try charging in a different location however the patient was unable to go anywhere as they lived in a one room apartment. They said they've always charged in that location before and never had an issue before these past couple weeks. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider to further address the issue. In the meantime the patient may try to charge their ins in another location other than their apartment to see if that made a difference in their charging ability.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.